Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9066580. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 178 anesthesia 17gax18cm durasafe experienced leakage at the connection site. The following information was provided by the initial reporter: when using the anesthesia kit, it was found that the syringe was connected to the spinal anesthesia needle to inject the medicine leakage. After the hospital department staff used the other brand syringe to test, no leakage was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 178 anesthesia 17gax18cm durasafe experienced leakage at the connection site. The following information was provided by the initial reporter: when using the anesthesia kit, it was found that the syringe was connected to the spinal anesthesia needle to inject the medicine leakage. After the hospital department staff used the other brand syringe to test, no leakage was found.